Event description:
It was reported that the device exhibited an air in line alarm issue. The event occurred while in patient use. The patient¿s initials are k.s born on (B)(6) 1955, female, weighing 121 lb, and identified as white. The outcome of the event is ongoing, as it happens a couple of times a week during patients' infusions. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.